Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer that the vapr3 footswitch ea device was corroded. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional nrrative: investigation summary: according to the information provided, it was reported that the pedal is rusty, no surgery impact. The device was received and inspected visually. Upon visual inspection, the device was found to be a lot of worn/scratches marks and it was faded. The device was found in very bad condition; also, there were areas of discoloration and corrosion in the pedals. Also, it was peeled in some areas. Besides, the button was cracked and without its cap. This complaint can be confirmed. This device has possibly seen heavy use causing wear condition. A manufacturing record evaluation was performed for the finished device 1606167 number, and no non-conformances were identified. This lot is more than 4 years old and has possibly seen lack of maintenance. Although, the possible root cause for the wear condition could be related to heavily use and without proper cleaning/ sterilization. However, it cannot be conclusively affirmed. As per IFU-103095 it is important to ensure the maintenance, the footswitch cannot be sterilized. The footswitch surfaces can be cleaned with detergents and disinfectant cleaners according to standard hospital practices. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.